Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac 6.6f s/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fluid leak and identified fracture issues as a partial compound break was noted to the catheter segment approximately 6.8cm from the distal end of the adhesive sleeve. The edges of the partial compound break were observed to be smooth and sharp, both the proximal and distal surfaces appeared finely granular. Upon infusion of the port body with attached catheter segment, a leak from the partial compound break was observed. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024), h11: d1, d4(medical device catalog number, medical device lot number), h6 (patient, method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that four days post chronic catheter placement, the device allegedly had a leak. It was further reported that the patient allegedly experienced bleeding and swelling at insertion site. Reportedly, the device was removed. The patient status was normal.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2022).

Event description:
It was reported that sometimes post chronic catheter placement, the device allegedly had leak. It was further reported that the patient allegedly experienced bleeding and swelling at insertion site. Reportedly, the device was removed. The patient status was normal.